Event description:
It was reported that the itrak 3500l system is 2 centimeters off. There was no report of patient injury.

Manufacturer narrative:
The service call was cancelled. An additional report will be generated and submitted if further information becomes available.